Event description:
A patient reported blood glucose results of "205 mg/dl" with a lifescan meter and "158 mg/dl" on a laboratory device, performed within 11-20 minutes of each other. No products are being replaced.